Manufacturer narrative:
Evaluation of the returned cat12 confirmed a fracture at the hub beneath the ID band. If the device is mishandled at extreme angles during use, damage such as a fracture may occur. Further evaluation revealed bends along the device. This damage was likely incidental to the reported complaint. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure in the iliac vein and vena cava using an indigo system aspiration catheter 12 (cat12). During the procedure, after successful removal of the clot in the left iliac and vena cava, the physician went up and over to take the clot out of the right. When the physician grabbed the cat12 outside of the patient to start on the right side, the cat12 broke at the hub. Therefore, the cat12 was not used for the remainder of the procedure. The procedure was completed using a new cat12. There was no report of an adverse effect to the patient.